Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ testing showed 2 electrode channels with status hi in (B)(6) 2013. This rose to 5, 6 and finally 7 electrode channels with status hi over 3 follow-up appointments. The patient is being monitored.